Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support (cts) offered to troubleshoot the issue; however, the customer declined. The customer's blood glucose level was 216 mg/dl. Customer reported issue would be resolved without assistance from cts and insulin delivery would be resumed.